Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. It was reported to abbott, a patient was experiencing ineffective stimulation. Pain was in their ankle and achilles heel. The patient met with a rep and was reprogrammed. Impedances on 1-8 lead were all high. It was later reported the patient had their entire system replaced due to high impedances and not being able to get an MRI. The doctor electively decided to replace the entire system. There were no complications and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-05155. It was reported that the patient was experiencing inadequate relief from their scs leads. In addition, the patient's leads were also noted to have high impedance preventing the patient from having an MRI. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.